Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus. Block h11: investigation results. The device was not returned for analysis and was reported to be contaminated; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
Note: this report pertains to one of two cre fixed wire dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) dilation procedure to treat esophageal stricture performed on (B)(6) 2026. During the procedure, the balloon was inflated to 12 mm and subsequently to 13.5 mm using the alliance ii inflation device, with no problems reported. When inflation was increased to 15 mm, the balloon was reported to not maintain the target pressure and was observed to decrease back to approximately 12 mm. The same problem occurred with the second cre fixed wire dilatation balloon. The physician inflated the balloon as much as he could and completed the procedure with the original device. There were no patient complications reported as a result of this event and the patient condition following the procedure was reported to be fully recovered.